Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was beeping without the exposure button being pressed. This is consistent with an intermittent system lockup. There was no uncommanded x-ray. There is no report of injury or death associated with this event.